Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shopfloor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The initial procedure occurred in 2004. The physician implanted two taxus stents, unknown sizes, one to the left anterior descending (lad) artery and the other to the circumflex (cx) artery. No pt injuries or complications were reported. The pt was discharged on "thrombo ass" and plavix for 6 months post procedure. In 2007, the pt presented with "suspected infarct." Angiography revealed a thrombosis in the lad. "Thrombos dislocated distally-exitus!" Additional information regarding this event has been requested.